Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported: the syringes are leaking from plunger when applying pressure.

Manufacturer narrative:
Submit date: 8/8/2018. The same complaint was reported twice by the user facility/distributor and therefore was duplicated. This is a duplicate of report 1915484-2018-00040 and any additional reports will be submitted under that report number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.